Manufacturer narrative:
In response to FDA report number: (B)(4). Further information from the reporter regarding event, product, or patient details cannot be requested as no contact information was provided. No additional information is available at this time. Reason for reoperation is a rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency, "anxiety" and right side rupture. Device has been explanted.